Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. It was also reported that air bubbles were observed within the cartridge tubing, and the customer did not observe drops from the infusion set tubing during the load fill tubing sequence. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 139 mg/dl.